Event description:
The customer reported that an 840 ventilator had a blank screen. Pt involvement is unk. The covidien customer support engineer (cse) inspected the device and was unable to duplicate the reported complaint. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).